Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited complete undersensing and no capture at maximum outputs. Technical services (ts) provided troubleshooting guidance, however no p-waves registered with increased sensitivity. Threshold testing conducted at maximum outputs revealed no capture and no changes to the ventricular rate. In addition, x-rays revealed no lead dislodgement. This pacemaker system remains in service. No adverse patient effects were reported.